Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
It ripped in half... One of the halves remains lodged inside- vagina [foreign body in reproductive tract] it ripped in half inside me- tampon [device breakage] cramping- vagina [dysmenorrhoea] fever [pyrexia] ripped in half inside me... Despite my best efforts I am unable to remove it [complication of device removal] case narrative: consumer reported via email that the tampon ripped inside her and became lodged inside vagina. No serious injury was reported.